Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeaered on the display of the home patient's homechoice machine during thier automated peritoneal dialysis therapy. Per the initial report, baxter's techinical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the initial report.